Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, which resolved the issue, allowing the caller to successfully start their sensor session without any further error codes.